Event description:
Three healthcare workers (hcw) are reporting having health issues as a result of fumes when working with cidex opa. It is reported that the temperature of the cidex opa is high in the afternoon by as much as 24 degrees celsius. The customer has three aer machines and is not sure which one is causing the symptoms experienced. The customer has requested an asp field service engineer to assess the units onsite. This is report three of three for a hcw who experienced headache, dizziness, lightheadedness, metal taste in her mouth and dry mouth. She did not seek medical attention. The hcw is an experienced employee working around the cidex product for 7 years. It is reported that she did wear ppe (glasses). The room is reported to be well ventilated with 24 exchanges per hour. Other chemicals used in the area include endozime and qw plus.

Manufacturer narrative:
Concomitant devices - asp automatic endoscope reprocessor (B)(4). Metal taste in mouth, dry mouth, and lightheadedness. An asp field service engineer (fse) assessed the unit(s) onsite and found the heater was disconnected in accordance with asp instructions. The fse ran an empty basin wash/disinfect test cycle. The system meets manufacturer's specifications. This is one of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00141, 2084725-2010-00142, 2084725-2010-00143.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, trending by product line, failure mode effects analysis, system hazard use and misuse analysis, health hazard analysis and CAPA. The DHR (device history review) review is not required, as there was no issue found with the aer units. Trending analysis was reviewed and there is not a significant trend for "hr - headache or "hr - mucous membrane contact". The fmea (failure mode effects analysis) for user headaches and reactions is below the threshold of 100. The shuma (system hazard use and misuse analysis) was reviewed and the risk was assessed as a category I - broadly acceptable risk the hhe (health hazard evaluation) was reviewed and the risk index indicates the associated risk is none/negligible. The CAPA was opened to investigate healthcare worker reports of human reaction symptoms while working with cidex opa solution. Through the investigation, it was determined that inadequate ventilation and/or possibly user related issues were contributing to the majority of these reported human reaction symptoms. Exposure to ortho-phthalaldehyde vapors may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. Vapors may aggravate preexisting asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well- ventilated area. The cidex opa instructions for use states to use cidex opa solution in a well ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb ortho-phthalaldehyde from the air. Based on the information provided, the assignable cause for this reported complaint is inadequate ventilation of the room. The cidex opa solution temperature can rise due to its surrounding environment and temperature, which is likely why the customer observed higher solution temperatures in the afternoons.